Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 363 mg/dl, and 137 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated that the customer took his normal 22 units of novolin n. No other action were reported taken or treatment received. No adverse event reported. A request made for the return of the affected product.